Event description:
Following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. During the deployment procedure, the operator deployed the j segment of the locator and placed the tissue dilator over the locator. No resistance was felt when the locator was pulled back, so the j segment was retracted and another attempt was made to locate the arteriotomy. The same problem occurred and the operator decided to abort the procedure. Manual pressure was held for approximately twenty minutes and hemostasis was achieved. While the pt was recovering on the table, the operator examined the locator and noticed that the j segment was missing. The segment was not seen on the table, so they checked the pt's tissue tract for the j segment. Then a runoff was performed via the right groin site and the j segment was noted in the intima of the common femoral artery. Several unsuccessful attempts were made to remove the j segment with a snare. A surgeon was called and the pt was taken to surgery for a cutdown where the j segment was removed. No further complications were reported.